Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a vial-mate reconstitution device leaked. The customer engaged the vial mate, squeezed the bag and filled the vial with solution. When the customer attempted to bring the solution back into the bag, a leak was observed between the blue and white components. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.